Event description:
(B)(4). Severe right abdominal pain, fainting spells, pain during intercourse, 50+lbs weight gain, fatigue, passing egg size vaginal blood clots felt like labor, bleeding for months on end. Constant head ache, ache that would not go away.